Event description:
It was reported that the insulin pump was exposed to an MRI. It was stated that the customer went to the emergency room because of back pain and forgot to take off the insulin pump during the MRI test. It was reported that the insulin pump alarmed motor error. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was sweating profusely. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.